Event description:
It was reported that the patient experienced a shocking sensation from her implantable neurostimulator (ins). It was noted that her stimulation might have been too high but she stated that if was set lower she lost therapeutic effect. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3889-28, lot #v745422, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial # (B)(4).